Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level exceeded recommended limits, being recorded as "high" due to the issue. To address the high blood glucose, customer administered a correction injection using multiple daily injections (mdi), without needing third-party assistance. Customer resolved the issue by using fill tubing with existing supplies to ensure proper insulin flow and resumed insulin administration.